Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no pt involvement. (B)(4).

Manufacturer narrative:
The investigation into this complaint has been completed. The reported problem was rectified by exchanging the expiratory valve coil that had pinched wires. The replaced part was lost and not returned for investigation. The reported pre-use checks failure was confirmed in the received device logs. The damage of the wires had most probably occurred during a service action, during which the wires were not properly placed back in the panel cut-out slot thereby forcing the front cover to press them against the panel edge and as a result, crushing them. This cannot be confirmed since the replaced part was not returned for investigation.

Manufacturer narrative:
A service engineer has been on site and completed the investigation. Troubleshooting showed that the reported re-use check failure was caused by pinched wires of the expiratory valve coil. The expiratory valve coil was replaced and the reported ventilator was put back in service. Replaced part has been requested for investigation but not yet received. A supplemental MDR report will be sent when the investigation is completed. (B)(4).